Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
It was reported to philips that the device had a black screen. The device was not in use at the time of the event. There was no report of patient or user harm and there was no delay to patient care. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed that the power management board required replacement. The asp replaced the power management board and the device successfully passed all testing and was returned to service.